Manufacturer narrative:
All buttons functioned properly. However; the insulin pump had corroded keypad traces during visual inspection. No button error alarm during testing. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window, missing end cap sticker, and cracked case at the reservoir tube window corner.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that she was wearing the insulin pump by her bra and a button may have been pressed leading up to the alarm. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.(B)(4)

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.